Event description:
Patient reported the drug concentration was changed at a previous reservoir refill, and the change wasn't programmed. It wasn't for several months until it was noticed, and the concentration change was then programmed. As a result, the patient reported experiencing an overdose requiring hospitalization for several days. The patient reported that his spasticity is well managed, however, he is experiencing numbness and very little pain control. The drugs reported to be infusing from the pump included morphine, bupivicaine, baclofen, and clonidine. Manufacturer advised patient to continue to work with his physician regarding his therapy and medical concerns. Additional information regarding the patient reported events have been requested from the patient's physician and a follow up report will be sent when new information is received.